Manufacturer narrative:
Abraded inner and outer tubings with fluid present inside of inner tubing. Device failure occurred, but did not cause or contributed to a death or serious injury.

Event description:
During product analysis for a vns lead explanted due to vns therapy no longer being desired, it was noted that the lead body had abraded inner and outer tubing. What appeared to be remnants of dried body fluids were observed throughout the inside of the outer silicone tubing and in some areas of the inner silicone tubes. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The electrode array was not returned.